Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 750mg/dl. The customer experienced nausea, vomiting, ketones, and abdominal pain. It was stated that the drive support cap appears normal. The customer stated that when he removed the infusion set, it was crimped. Assisted the nurse to run the manual prime test and the insulin did exit. Instructed the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.